Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 3.7, lab: 2.8; 3.7, 2.6; 4.7, 1.2.

Manufacturer narrative:
Investigation pending.